Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The sales rep reported that the exeter stem would not fit onto the introducer. He explained that the plastic tip (at the top of the stem) seemed to be bent and that the surgeon would have had to use his hand to put the stem in. He added that the surgeon used another stem and that the surgery was completed successfully without any delay or adverse consequences.